Event description:
Depuy spine was made aware of legal action being taken by a charite artificial disc patient. Patient was implanted with charite disc in 2006, at l5/s1. Patient is reported to have continued pain. As an adverse outcome was reported, an MDR is being filed to document this event.

Manufacturer narrative:
Information is limited at this time. No definitive conclusions can be made. At this time, no connection can be made between the event and any shortcomings of the device or information provided with the device.